Event description:
The customer reported being hospitalized due to hypoglycemia and low blood glucose. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer's recent glucose reading was 152mg/dl, and she has treated with food. The programming, time, and date were correct. During the call was found that the customer recently had a child. The customer stated that she suspected the insulin pump was giving inaccurate readings. The customer stated that the blood glucose meter was giving two different values back to back when she uses different fingers. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.